Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was suspected of lead dislodgement. Review of the presenting electrogram (egm) revealed that the atrial signal was falling almost directly on top of the ventricular signal, which could be indicative of ra lead dislodgement. It was noted that the patient was experiencing palpitations. Technical services (ts) recommended a chest x-ray to confirm lead location. In addition, av delay was very tight and ts suggested potentially increasing it. Additional information received indicated that this ra lead was explanted along with the rest of the implanted system at the patient's request. No additional adverse patient effects were reported.